Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio did observe that the customer's defibrillation therapy cable had physical damage, however the cable was functional and did not contribute to the reported issue. Physio performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that the device usage may have contributed to the patient outcome. The following was observed: other: the ECG electrodes had intermittent contact with the patient for the first 9 minutes and 49 seconds as evident by the frequent loss of ECG signal and the device switching from demand pacing mode to non-demand pacing mode on 6 separate occasions (it is normal for the device to switch between demand pacing mode and non-demand pacing mode in the absence of the ECG signal). During the first 6 minute and 59 seconds of the case, the user attempted to pace the patient. However, there is no evidence that electrical capture was ever obtained. Use error: the user failed to confirm electrical and mechanical capture: per the lifepak® 15 monitor/defibrillator operating instructions (document 3314911-012, publication date 11/2019). Page 147, number 9: press current or rotate the speed dial to increase current until electrical capture occurs. Electrical capture is indicated by a wide qrs complex and a t-wave following the pace marker. For each delivered pacing stimulus, a positive pace marker displays on the ECG waveform. Page 148: while pacing, visually monitor the patient at all times¿do not rely on the ECG leads off warning to detect changes in pacing function. Routinely assess for proper ECG sensing, pace pulse delivery, electrical capture, and mechanical capture. The cause of the reported issue was determined to be use error.

Event description:
The customer contacted physio-control to report that during a patient event they were unable to successfully pace the patient. The customer advised that during transit a paramedic stepped on the cable holding the defibrillation therapy electrodes. This caused the cable to become disconnected and losing continuity with the patient's vital sign on the monitor side. The paramedics re-attached the pads to the device twice but was unable to restore the pacing function. The patient did not survive.

Event description:
The customer contacted physio-control to report that during a patient event they were unable to successfully pace the patient. The customer advised that during transit a paramedic stepped on the cable holding the defibrillation therapy electrodes. This caused the cable to become disconnected and losing continuity with the patient's vital sign on the monitor side. The paramedics re-attached the pads to the device twice but was unable to restore the pacing function. The patient did not survive.

Manufacturer narrative:
The customer provided physio-control with further patient information. Section patient identifier, age or date of birth and sex have been updated as applicable.